Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during an acl procedure, when surgeon implanted the speedlock anchor and twisted to tension the sutures were not tightened. The device just kept turning without feeding through the sutures. Procedure finished with s&n backup device. Surgical delay of less than or 30 minutes. No further complications to patient were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.